Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 53 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer ate candy to treat their low blood glucose reading. Customer stated sensor cannula was bent. The sensor was inserted on (B)(6) 2017. Customer also reported sensor had error . Insulin pump will not be returning for analysis. Sensor will be returning for analysis.